Event description:
The customer's mother called to report that her son had a pod that she was not sure was delivering insulin. She stated after approx 8 hours of wear her son's bg rose to 395 despite repeated bolus attempts. Customer stated the site did not look irritated and did not seem to be leaking insulin. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.